Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty to split sheath is confirmed and was determined to be manufacturing related. The returned product was a 4.5 fr microintroducer, which has been fully peeled. An initial visual observation showed deformation distal to the handle where the gray sheath connects to the t-handle. There is a ring of connected material left over from the other side of the split t-handle. A microscopic observation revealed extra material along the score line of the t-handle of the introducer in the area where the ring was found. As improper material separation was found along with heavy deformation, the complaint is confirmed and determined to be manufacturing related. Reynosa evaluation the complaint for ¿sheath could not be split¿ is confirmed. On one of the parts of the sheath was present part of the molding. This part was an excess of resin produced during the molding process. The cause of this is manufacturing related.

Event description:
It was reported that the healthcare professional (hcp) experienced difficulty splitting the sheath. After applying "a great amount of force" the hcp was able to split the sheath, however, the orange hub could not be totally split. "Sheath was withdrawn from behind".

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the healthcare professional (hcp) experienced difficulty splitting the sheath. After applying "a great amount of force" the hcp was able to split the sheath, however, the orange hub could not be totally split. "Sheath was withdrawn from behind".